Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 investigation summary: visual inspection: there is at the coupling end a strong ball shaped groove above the cut-in, the material is compressed and deformed in the area of the groove. In general is the device in a very used condition, the flat surface of the coupling end has different compression marks form use and the edges are rounded. The hexagon at the forefront is totally worn, the edges are rounded, there are burrs at the forefront and the complete hexagon is twisted in anticlockwise direction. Functional testing: the device cannot be inserted into a handle anymore due the deformation at the strong groove at the coupling end. Investigation conclusion: the complaint is confirmed as a insertion into a handle is not possible anymore in the received condition of the screwdriver shaft. During the performed evaluation no manufacturing related issue could be detected. The groove at the coupling end, which causes the complained malfunction, was clearly caused post-manufacturing, either by an incorrect/incomplete insertion into the handle or by the use of an incorrect handle. Related to the worn hexagon is can be stated that after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history: part: 314.150; lot: 9945970; manufacturing site: haegendorf. Release to warehouse date: 08. June 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the surgeon could not connect the shaft to the quick connector. No patient consequence was reported. Concomitant device reported: unknown handle (part # unknown, lot # unknown, quantity unknown). This report is for one (1) large hexagonal screwdriver shaft. This is report 1 of 2 for (B)(4).